Manufacturer narrative:
Device evaluation by manufacturer; an analyses of the product in question is currently be conducted by an outside institution. Upon completion of the evaluation and/or the receipt of additional/updated information a follow-up report will be submitted. Evaluation not complete.

Manufacturer narrative:
An evaluation conducted by an outside institution found that the screws failed as a consequence of unidirectional bending fatigue. This failure mechanism was supported the presence of multiple fatigue origins on one side of each screw. The cracking propagated directly across toward the other side. Once the load could no longer be accommodated by the remaining ligament, the cracking mechanism transitioned to ductile overload. In all cases, the cracking initiated at the fillet radius associated with the fourth thread root. The sem inspection identified no obvious evidence of any material defects or anomalies associated with the fatigue origins (there were no obvious inclusions, foreign material, pits, or other surface irregularities). The results suggest that the primary factor regarding the location of fatigue crack initiation was the stress concentration effect of the thread root. Complete report attached. The supplied instructions for use ((B)(4)) provides warning and possible side effects associated with surgical intervention of this nature. Warnings# 6 - potential risks identified with the use of these devices, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, vascular or visceral injury. Possible side effects# 1- initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Trend analysis revealed this occurrence to be an isolated incident. Unknown clinical variables appeared to have attributed to this irregularity.

Manufacturer narrative:
Device evaluation by manufacturer; an analyses of the product in question is currently be conducted by an outside institution. Upon completion of the evaluation and/or the receipt of additional/updated information a follow-up report will be submitted. Other text : evaluation not complete.

Event description:
(B)(6) 2010 - two level illico mis posterior fixation system implanted in the cervical spine. (B)(6) 11- surgical intervention was performed to remove two broken cannulated screws ((B)(4)) located within the patients sacrum. X-ray indicate both fractures occurred approximately mid-way of the threaded shaft. New alphatec cannulated sacral screws ((B)(4)) were placed to secure the remaining construct.

Event description:
Device 1.(B)(6) 2010 - two level illico mis posterior fixation system implanted in the cervical spine.(B)(6) 2011- surgical intervention was performed to remove two broken cannualated screws (B)(4) located within the patients sacrum. X-ray indicate both fractures occurred approximately mid-way of the threaded shaft. New alphatec cannulated sacral screws (B)(4) were placed to secure the remaining construct.